Event description:
From staff: during procedure, a boston scientific brand coredx pulmonary forceps was used. Doctor attempted withdrawal of the forceps and it would not pull back through the scope. Doctor withdrew the scope and saw the forceps was crumpled looking. We had used the forceps with no difficulties a number of times prior and it did not have difficulties and did not appear this way.